Event description:
It was reported that immediately after initiating therapy, slow drops of blood leakage were observed at the gas outlet. No adverse consequences to the patient were reported. (B)(4).

Manufacturer narrative:
(B)(4). The device is still under investigation. Maquet is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet (B)(4) has initiated an internal process (CAPA-(B)(4)) to address the appropriate corrective and preventative action.